Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 40 mg/dl. The customer addressed their bg level by consuming glucose tablets. Reportedly, the customer was involved in an automobile accident due to their bg level and was provided first aid care by paramedics. Additional information was not available. Tandem technical support performed a full pump system check and verified that the pump was functioning appropriately.